Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead warnings triggered for high/undefined pacing impedance on the right atrial (ra) lead, high/undefined right ventricular (rv) coil and high/undefined pacing impedance on the rv lead. Both leads remain ins use. No patient complications have been reported as a result of this event.